Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during a device changeout the terminal pin for the right ventricular lead became stuck in the connector block. The device was explanted and replaced. No patient complications have been reported as a result of this event.